Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Physical evaluation of the product was unable to confirm the complaint. The attune femoral impactor is not broken in two or more pieces. However, during product examination a horizontal crack was identified on the instrument. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from (B)(6) ortho tech with a list of broken instruments. The list contains only instruments that are broken with codes of the instruments. No description of damage or how the damage has occured only that the instruments are broken. This is to be followed up by myself. The date or day of event is unknown. Patient status/ outcome / consequences -- no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- unknown, is the patient part of a clinical study -- unknown, (B)(4). Device property of -- none, device in possession of -- none, (B)(4). Device property of -- none, device in possession of -- none, (B)(4). Device property of -- none, device in possession of -- none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.-- true